Event description:
The pt reportedly experienced no sound percept. In may 2004, the pt reportedly was seen at the center for evaluation. Programming adjustments were made. Testing performed confirmed out of range electrode array impedances. In june 2004, the pt was seen by a co rep for evaluation. Programming adjustments were made and the pt was able to hear. However, later the same day, the pt reportedly experienced intermittency followed by no sound percept. The next day the decision was made to schedule surgery to explant the pt's device.